Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
The patient reported that their pump started making a two toned beeping at 5:30 am the morning of the report. The patient¿s healthcare provider wanted the patient to come in right now but the patient was trying to find a driver, the hcp is 2.5 hours away and they were having flash floods right now. On 3-23-15 it was reported the patient was feeling more withdrawal than friday. The patient reported they were hearing a series of single tone beeps followed by a long beep. The patient¿s hcp did interrogate the pump on friday and said it was not low battery and the patient had a month before refill. The pump was used to deliver fentanyl. Interventions, symptoms and patient outcome not reported. Further follow-up was being conducted to obtain information. ((B)(4) legal pump problems) additional information received from a consumer reported a motor stall and delivery failure that resulted in withdrawal, pain, and explant surgery on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.